Event description:
The pump was being used for a blood transfusion. The pump began beeping "malfunction code" and could not be silenced. The outpatient surgery staff indicated that the pump was removed from the room and returned to the central processing department. Central processing is currently attempting to determine the whereabouts of the pump, as they do not have a record of it being returned to them nor tagged as having a problem.